Event description:
It was reported that the user received a pairing failed notification and the ilet was not paired to the app; support assisted the user to re-pair the ilet and rescan the cgm sensor, consistent with an intermittent communication failure associated with the device¿s electrical/magnetic components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected components, aligning with intermittent communication failure and involvement of the antenna and related electrical/magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.